Event description:
It was reported that during a hiato hernia procedure, the shears did not work at the beginning of the procedure, presenting a continuous beep. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/5/2009: information not provided during initial contact. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for a solid tone. A possible cause of a solid tone is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.